Manufacturer narrative:
Follow-up #1: date of submission 9/9/15 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: a "battery life" issue was not duplicated during investigation. Black box shows evidence of a voltage drop and a low battery warning on 7/4/2015. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap contact hub. Current draws are within specifications. Leak test passes. Removed pump case. No evidence of additional moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.